Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (ess205) (batch no. 623816) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), migraine ("migraines"), iron deficiency ("deficiencies (iron)"), vitamin b12 deficiency ("deficiencies (b12)"), abdominal distension ("abdominal swelling"), abdominal pain upper ("gastric pain"), limb discomfort ("heavy legs"), cardiovascular disorder ("poor blood circulation"), disturbance in attention ("difficulty concentrating"), aphasia ("difficulty finding words"), speech disorder ("speech problems"), presyncope ("vasovagal episode"), teeth brittle ("brittle teeth") and gingivitis ("gingivitis"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the menorrhagia, fatigue, migraine, iron deficiency, vitamin b12 deficiency, abdominal distension, abdominal pain upper, limb discomfort, cardiovascular disorder, disturbance in attention, aphasia, speech disorder, presyncope, teeth brittle and gingivitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, aphasia, cardiovascular disorder, disturbance in attention, fatigue, gingivitis, iron deficiency, limb discomfort, menorrhagia, migraine, presyncope, speech disorder, teeth brittle and vitamin b12 deficiency with essure (ess205). The reporter commented: period of onset: 12 years old. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (ess205) (batch no. 623816) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), migraine ("migraines"), iron deficiency ("deficiencies (iron)"), vitamin b12 deficiency ("deficiencies (b12)"), abdominal distension ("abdominal swelling"), abdominal pain upper ("gastric pain"), limb discomfort ("heavy legs"), cardiovascular disorder ("poor blood circulation"), disturbance in attention ("difficulty concentrating"), aphasia ("difficulty finding words"), speech disorder ("speech problems"), presyncope ("vasovagal episode"), teeth brittle ("brittle teeth") and gingivitis ("gingivitis"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the menorrhagia, fatigue, migraine, iron deficiency, vitamin b12 deficiency, abdominal distension, abdominal pain upper, limb discomfort, cardiovascular disorder, disturbance in attention, aphasia, speech disorder, presyncope, teeth brittle and gingivitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, aphasia, cardiovascular disorder, disturbance in attention, fatigue, gingivitis, iron deficiency, limb discomfort, menorrhagia, migraine, presyncope, speech disorder, teeth brittle and vitamin b12 deficiency with essure (ess205). The reporter commented: period of onset: 12 years old. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.